Manufacturer narrative:
(B)(4). The investigation revealed that after the field service engineer troubleshot the system and found a couple problems. One unrelated non-safety issue that was resolved and the other were caused by a failure of the (hf) high frequency generator. The replacement of the high frequency generator solved the system the customer's reported failure.

Event description:
The customer reported that the system stopped during an intervention.